Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-09080.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval results: the returned ipg was inspected under the microscope and revealed few scratches on the can setscrew septum did not find any coring. Microscopic inspection found there was a fluid in the upper septum of the header assembly. A fluid injection test on the upper chamber confirmed fluid was leaking around the seal plug at the adhesive joint between the seal plug and the header and not through the header. The returned ipg successfully communicated with a lab pt programmer. The returned ipg was tested on the auto-tester and passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.